Manufacturer narrative:
The device in question was discarded and not available for technical analysis. Pictures of the device after procedure show that the clip and application ring advanced only on one side. This one-sided forward movement was mistakenly considerd as successful clip application by the user. Due to the localization of the treatment in the ascending colon, the endoscope is held in a stongly angled position. Combined with a high tissue counterpressure more force may be required to successfully apply the clip into the target tissue. The clip application must be verified by the user before tissue resection. It is stated in the instruction of use that the white application ring must be remain visible and be observed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. Note: this report is a retrospective submission of complaints from the year 2021.

Event description:
It was reported that the colonic ftrd was used for the treatment of a polyp in the ascending colon. When turing the hand wheel the white application ring moved forward only on one side. The user mistakenly assumed that the clip had been successully applied and resected the tissue. The resulting perforation was closed with clips within the same procedure. The patient recovered well.